Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) reviewed data from the device and explained that in this case, there was a spontaneous tachyarrhythmia, and therapy was provided. A first shock was delivered with a condition of high impedance, which was unable to convert the rhythm, but a second shock was effective, and the rhythm was successfully treated. Further analysis determined that there is no indication to replace the ICD device for this fault code condition, as it was operating normally. However, lead replacement was recommended, and the patient was hospitalized. Information from the field indicates that at this time, the patient is waiting for surgery to replace the lead, and the ICD device will remain implanted and in service. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This report is being submitted to update sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) reviewed data from the device and explained that in this case, there was a spontaneous tachyarrhythmia, and therapy was provided. A first shock was delivered with a condition of high impedance, which was unable to convert the rhythm, but a second shock was effective, and the rhythm was successfully treated. Further analysis determined that there is no indication to replace the ICD device for this fault code condition, as it was operating normally. However, lead replacement was recommended, and the patient was hospitalized. Information from the field indicates that at this time, the patient is waiting for surgery to replace the lead, and the ICD device will remain implanted and in service. No additional adverse patient effects were reported. The lead remains in service. The complaint lead remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device. New information was received indicating that this system was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. Several attempts to locate the explanted products have been exhausted. If pertinent information is provided in the future, a supplemental report will be submitted.